Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to noisy signals. The ra lead was successfully replaced with a new lead. No additional adverse patient effects were reported at this time.

Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to noisy signals. The ra lead was successfully replaced with a new lead. No additional adverse patient effects were reported at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture, lead body damage, including kinks, insulation abrasion, insulation tear. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the associated device case/another lead. The reported noisy signals is likely the result of the lead damage observed by the laboratory.